Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an atrial lead showed non-sustained ventricular tachycardia episodes when intermittent lead noise was detected. Intervention was discussed but not made as of yet. There were no patient consequences.

Event description:
New information received notes the atrial lead was capped and replaced on 24 feb 2021.